Event description:
It was reported that the wake button was "hard to use when turning on and off". There was no reported adverse impact to customer's blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.